Manufacturer narrative:
14 unopened and seven used devices returned for evaluation. Eight were tested by infusing water into the cassette bag, confirming the leak reported by the customer. Leak testing was reviewed to ensure that measures are within specification, no discrepancies were found. The problem source has been determined to be unknown.

Event description:
Information was received that this smiths medical cadd cassette reservoirs was leaking. No reported adverse effects.